Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2010 and that it had performed to spec up to jan 2012. On 22nd jan 2012, the device failed a weekly self-test due to a low battery. The device would have switched to fault mode, which the customer would have been alerted to with the status indicator flashing red and the device emitting an audible warning message. The device stayed in fault mode for three months. On 9th april 2012, a new pad-pak was installed and the device performed to spec up to 13th june 2012. On 17th june 2012, the device failed the weekly self-test because of a low battery. The testing performed on this device was limited because the device would not exit fault mode. The shock test was aborted because the device shut down. Further analysis determined a fault with the shock button on the membrane in that the shock button remained activated. Testing of the two pad-paks (lot 666) confirmed that both had been significantly depleted. The use until date of the pad-paks (lot 666) confirmed that both had been significantly depleted. The use until date of the pad-paks (lot 666) was 06/2013. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, it left undetected could result in the battery becoming depleted.